Event description:
It was reported the customer's mother was during a set change and got thru priming the tubing, but the esc button will not respond. Customer's blood glucose was 49 mg/dl, treated with food. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to flattened button dome switch. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.